Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during seating the force sensor did not detect the reservoir. The patient¿s blood glucose level was 242 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.